Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, it was impossible to store patient files and pdf reports for this patient. In addition, files from separate patients were mixed.

Event description:
Reportedly, it was impossible to store patient files and pdf reports for this patient. In addition, files from separate patients were mixed.